Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device not detected multiple cubies. A field service engineer (fse) inspected enhanced half-height drawers 4.1 and 4.2, which were off the bus. Diagnostics showed drawer 4.1 functioning correctly, while 4.2 did not detect any pockets. The station was powered off, the damaged retractor band was replaced, and the rowboard cable was reseated. The drawers were tested in diagnostics, and results were verified. The customer confirmed proper functionality after testing. Fse performed proactive inspection process. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary multiple cubies were not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.